Event description:
A malfunction was reported involving the customer's device, with a specific alert code related to a temporary power loss in the vibrator motor. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance on how to reset the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared.